Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was not alarming as loud as it should and she had an auto off alarm which made her blood glucose to rise. Blood glucose level was 190 mg/dl. During troubleshooting, the customer reported that the reservoir had air bubbles. She stated that sometimes she lets in insulin warm up before using and other times she rubs it in her hands to warm up faster. The customer opened a new reservoir and assembled the transfer guard to purge the air bubbles out. The product will not be returned for analysis.